Event description:
(B)(4). Post pipeline procedure, it was reported that the patient had some double vision and speech problems, but no stroke was shown on the magnetic resonance imagery (MRI). The patient's condition was improved by the one month follow up. The issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).